Event description:
It was reported that during an elbow surgery the devices cracked or broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Visual inspection found that the screw anchor is missing on all four devices and the eyelet is missing on three of the four devices. Suture assembly with all four devices is missing. The eyelet is threaded and so the twisting motion of the surgical technique could have caused the eyelet to become loose. There is no damage noted on all four devices. Due to the missing anchors and eyelets complaint cannot be verified. Complaint was not confirmed.